Event description:
Item periodically used during ercp procedure. It is a disposable biopsy port cap with sponge disc inside that endoscopic accessories pass through. This incident is the second time in recent weeks that the sponge disc has been pushed into endoscope working channel - requiring significant effort and time to remove.concerns are:1. No foreign body should remain inside scope - inhibits further use of working channel during that case and follow-up reprocessing.2. Infection control risk if disc should remain behind.3. Risk for scope injury with effort required to dislodge.4. Scope out of circulation and unavailable for clinical use.manufacturer has communicated with the site that they are investigating.